Manufacturer narrative:
The field service engineer (fse) performed the acetic acid decontamination procedure and observed the diluent syringe was leaking fluid. The fse replaced the diluent syringe and instrument filters to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported platelet background elevated and failed during startup involving the coulter act diff 12 analyzer. The customer also stated one drop of dried diluent leaked within the instrument. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted at the time of the event. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.